Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. The device has been received and an evaluation is pending.

Event description:
It was reported that there was a pcu (8015) system error code: 600.6840.5 and the pcu alarmed red. The incident occurred during an infusion of inotropes. There were 3 lvps attached to this pcu at the time of the event. Although requested, further event and patient details were not provided.

Event description:
It was reported that there was a pcu (8015) system error code: 600.6840.5 and the pcu alarmed red. The incident occurred during an infusion of inotropes. There were 3 lvps attached to this pcu at the time of the event. Although requested, further event and patient details were not provided.

Manufacturer narrative:
The customer¿s stated issue of pcu error code 600.6840.5 was confirmed through a review of the device logs. However, the complaint of alarmed red on the pcu screen could not be confirmed. An internal and external inspection were performed on the source device. There were no observations of fluid ingress in the front or rear case. There was no contamination observed on the electronic components. The male iui (inter-unit-interface) has damaged isolation ribs and both iui¿s have dried fluid on all pins. Log review result the log review found the pcu entered maintenance mode and when this occurred the log only error code (600.6840.5) occurred. Functional testing consisted of powering on the pcu and entering maintenance mode. The device logs were reviewed and showed that when entering maintenance mode the log only error occurred. This is due to wireless communication stopping while in maintenance (test) mode. The root cause of the customer¿s complaint of error code 600.6840.5 was identified due to the pcu going from an idle state into maintenance mode. This is normal behavior for the device and would not produce a red error screen. Device history record: review of the source pcu s/n: (B)(6) service history record showed the device had a manufacture date of 12may2020. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.